Event description:
Olympus (oaz) was informed that a customer 3cmos (complementary metal oxide semiconductor) high definition camera head was returned for service/repair for a reported ¿no image when the equipment is plugged in¿ that occurred during an unspecified event. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found a loss of image when the camera was connected. The failure was due to a defective/internal breakage to the cable unit. As part of the investigation, olympus reached out to the user facility to obtain additional information regarding the reported event but the biomedical engineer was unable to provide further information. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that the image was not displayed due to cable failure. The cause of the cable failure could not be determined. The contents of the instructions for use (IFU) at the time of release of the product were checked regarding cable fractures. The following entries were provided. Thus, it is judged that the indicated phenomenon could have been prevented: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged; never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged; do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged; never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.